Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823164) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to demagnetization caused by MRI, as the device was not returned this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported: "after brain magnetic resonance imaging (MRI) on (B)(6) 2023, shunt valve opening pressure could be reset after repeated attempts. So we had put a new shunt." "The physician tried to change the pressure with a different machine but the pressure is remain unchanged. Tried 3 times but I'm not able to change the valve pressure. The shunt is not working and the pressure is in 30 mm / h20." The patient has history of normal pressure hydrocephalus.